Event description:
Programming data for the patient's device was received and reviewed. It was noted that the generator reached an 25% indicator status at 33% battery consumption. This is indicative of premature battery depletion. Per the available data, it appears that this device exhibits contaminants on the printed circuit board assembly which occurred during the manufacturing process.

Event description:
It was reported that the patient's device was at vbat<eos and was pulse disabled. The physician thought that the patient's battery depleted earlier than expected. The patient was referred for a replacement due to the low battery observed. A review of device history records for the generator shows pass all functional tests prior to distribution. No additional relevant information.

Event description:
It was reported that the patient's generator was replaced. The explanting facility historically does not return explanted products, so device return is not expected.

Manufacturer narrative:
Corrected data: follow-up report #2 inadvertently listed wrong date. The correct date is 05/11/2018.